Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). The hcp was concerned of loss of capture (loc) and pacing inhibition in the left ventricular (lv) lead channel. Upon review of the presenting egm, an oversensed beat on the lv channel which led to lv pacing to be inhibited was observed. Ts was unable to confirm lv capture. Further review of the egm showed pacemaker mediated tachycardia (pmt) episodes that appeared to be due to atrial arrhythmia. Ts discussed findings with the hcp and provided recommendations for in office check to assess the device further. At this time, the crt-d and lv lead remain in service. No additional adverse patient effects were reported.